Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported that their ilet screen cracked after it fell from their pocket when bending over. The screen remained usable, and there were no injuries or functional issues. The device was synced while on the phone. Replacement was arranged. The agent explained that data would not transfer to the replacement and reviewed shutdown steps. The user, using dexcom g7, will continue cgm monitoring until the replacement arrives. No blood glucose (bg) impact, symptoms, outside assistance, or medical intervention were reported.